Event description:
Customer was hospitalized for low blood glucose levels. Family member stated that customer went to the restroom and passed out from low blood glucose levels. Troubleshooting performed and pump appeared to be operating as designed.